Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the device indicated that the crossbar of the reamer dome broke at the welds. Both dome and crossbar were returned. This device was manufactured in 2009, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that reamer broke during reaming of the acetabulum. The crossbars of the reamer broke off from dome, so the dome disattached from reamer handle. No harm to patient reported, delay of 10 min, backup device was available.